Manufacturer narrative:
(B)(4). Date of event: publication year of 2016. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
It was reported via literature entitled: high-grade hemorrhoids requiring surgical treatment are common after laparoscopic ventral mesh rectopexy. Authors: j. J. Van iersel, h. A. Formijne jonker, p. M. Verheijen, w. A. Draaisma, e. C. J. Consten, I. A. M. J. Broeders. Citation: tech coloproctol (2016); 20:235¿242. Doi: 10.1007/s10151-016-1432-8. The aim of this study was to identify patients developing highgrade hemorrhoids requiring surgical treatment after laparoscopic ventral mesh rectopexy (lvmr) and to explore the relationship between such hemorrhoids and the recurrence of rectal prolapse following lvmr. Sixty five patients (4 male and 61 female) developed symptomatic grade iii/IV hemorrhoids which required either stapled hemorrhoidectomy (sh) or excisional hemorrhoidectomy (teh) after undergoing lvmr. In sh group, 63 patients underwent sh using pph 03 (ethicon), and in teh group, 2 patient underwent traditional excisional hemorrhoidectomy. Reported complications in the sh group included recurrent grade iii/ IV hemorrhoids (n-?) Which needed a re-do surgery, external rectal prolapse (erp) recurrence (n-?) In which patients underwent re-do lvmr, internal rectal prolapse (irp) recurrence (n-?) In which patients re-do rectopexy and one patient required re-do of sh 9 months after the re-do rectopexy, and persistent fecal incontinence (n-3) in which a stoma was created. In conclusion, high-grade hemorrhoids requiring surgery may be common after lvmr. The development of highgrade hemorrhoids after lvmr might be considered a predictor of rectal prolapse recurrence.

Manufacturer narrative:
(B)(4).